Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they are having problems with therapy being off. Patient reported when he goes to bed they turn therapy off and while in bed it feels like the therapy is still on and he is not able to turn therapy off and this has been going on since (B)(6) 2021. Patient stated yesterday they turned therapy off before going to bed but stimulation feels like it was on but stimulation was not on. Patient services (ps) asked patient if there was any falls or trauma and patient said he had fallen, but not hard and he does not recall when he fell. Ps asked patient to connect with controller, controller showed ins 50%, controller 100% charged and setting is 8.2v on p1. Ps reviewed button meaning and how to navigate the controller. Ps recommend patient monitor the stimulation feeling when therapy is on/off. Ps observed confusion with using the buttons on the controller. Ps reviewed controller seem to be functioning as designed. Ps reviewed device function and recommend patient consult with  health care professional (hcp) for next steps if issue is not resolved.

Event description:
Pt reported they have been having problems with their neurostimulator (ins) for quite some time. Pt described their ins coming on when they don't have it on. Pt said when they shut it (ins) off, at times it (ins) doesn't go off (ins turns on / off by itself). Pt gave an instance saying that if they have the ins on all day until they go to bed at night, it doesn't shut off. Pt said there are times that they will have the ins off for a couple of days to see what was going on; pt said they would wake up and the stimulation would be on but a kind of "weird" on. Pt said when they run the ins all day that it takes a while for it (ins) to shut clear down because their muscles will continue to go on even when the stimulation is off. Pt said at other times they will wake up in the middle of the night and the ins is on when they know they turned it off. Patient services specialist reviewed battery shuts off when ins battery becomes critically low / depleted. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient mentioned they had been having troubles with charging and it feel like its on. The doctor was unsure what to do. The issue has not been resolved and they have not been using daily. It feels like its turning on and not wanting to charge.